Event description:
Dr performed surgery in 2006 inserting birmingham resurfacing hip. I returned for visits complaining of pain that was different than post-op pain, seventeen days later, one month later, the following month. I knew something was wrong. Dr suggested a surgery that meant taking a bone out of my lower leg and putting it in my hip and then I could not put any weight on it for 6 months, it required 2 surgeries and multiple bone scans and biopsies and when I told him I did not want to be test bunny, he got very agitated and dismissed me, telling there was something in my hip that did not belong and I would have to "live with it" and his last comment was "just don't take any more steroids." I rec'd steroids for a head injury while I was in a coma, I did not have a choice! Dates of use: 2006, diagnosis or reason for use: avascular necrosis.